Event description:
Sorin group (B)(4) received a report that, during priming, the level sensor would not activate the alarm when the reservoir was completely empty. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. The MFR date will be provided in a f/u report. Sorin group (B)(4) manufactures the low level sensor ii. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during priming, the level sensor would not activate the alarm when the reservoir was completely empty. There was no pt involvement. Sorin group (B)(4) has requested that the product be returned for eval. To date, no product has been received. The investigation is ongoing. A f/u report will be filed when the investigation is complete.